Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Concomitant medical products tsvwb8, impl tapered scr-v sbm 4. 7mm 4.5mm 8mm lot 1221513. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported crown placed and loosened. Doctor finally removed the implant and noticed that the implant hex was damaged. Tooth location 52.